Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.

Event description:
It was reported that the patient presented after receiving therapy from their cardiac resynchronization therapy defibrillator (crt-d). Upon interrogation it revealed the patients right ventricular (rv) lead had triggered a lead integrity alert (lia) with increased sensing integrity counter (sic), non-sustained ventricular tachycardia (nsvt) episodes, high pacing impedance, no capture, and oversensing noise which resulted in the patient receiving an inappropriate therapy. A lead fracture was confirmed. It was noted the patient did not seek medical attention when the device first sounded an audible alert a day prior to receiving therapy. Reprogramming was completed and the lead was eventually capped and replaced. No further patient complications have been reported as a result of this event.